Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient gave a delivery for a alive child, with episiotomy and the wound was sutured with absorbable suture intradermal. The patient was discharged. After 10 days, the patient presented with poor healing of the perineal part, as well as redness and swelling. The visible absorbable suture at poor healing position was not absorbed. The incisions were cleaned and disinfected, and the unabsorbed sutures were cut off. The incisions were re-examined and healed.